Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the swg was found kinked during used on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and hemodialysis catheter for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis of the returned guide wire revealed that the guide wire was unraveled from the distal end. Several bends/kinks were also observed across the guide wire body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the unraveling and revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the distal weld was still attached to the coil wire. The guide wire length from the proximal weld to the point of separation on the core wire measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .850mm, which is within the specification limits of .838mm-.877mm per the guide wire product drawing. The proximal end of the guide wire was inserted through the returned hemodialysis catheter. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the proximal weld was secure to both the core and coil wires. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire had separated directly adjacent to the distal weld. Despite this, the weld was still attached to the coil wire. The guide wire met all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on this, the observed failure mode on the returned guide wire is consistent with damage due to undue force applied during insertion. Therefore, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 22aug2022, the swg was found kinked during used on the patient. No medical intervention was needed, and the current patient's condition is fine.